Event description:
It was reported that during implant, lead insertion into the device header was difficult. Eventually, the lead was inserted and secured. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.(B)(6).